Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Additionally, it was reported that the pump time and date were incorrect; cause was unknown. Customer's blood glucose level was 189 mg/dl. The customer declined further troubleshooting with tandem technical support, and continued to use the pump for insulin therapy.